Event description:
It was reported that following the implantation of a retroarc retropubic sling, the patient (B)(6) 2014. Medications were administered along with intermittent bladder catheterization on (B)(6) 2014 and the event was reported as resolved at that time. No additional patient complications have been reported in relation to this event.